Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The perfusionist was looking at some normal operation after the case. He was able to get the calibration to pass, but after that the sweep or liters per minute (lpm) would bounce up and down from its setting of 2. The field service representative (fsr) replaced the epsg and performed a release test, with no failures noted. The unit operated to manufacturer specifications and was returned to clinical use. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, while on pump for a couple of hours, midway through, event screen on central control monitor (ccm) "service gas system." The perfusionist (ccp) was locked out on sweep from the ccm. The device was not changed out, as they had to manually adjust with the knob. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient. Per the clinical review on (B)(6) 2014: this was an emergent aortic arch replacement and about two hours into cpb, the ccp observed a message on the ccm: "service gas system." The ccp later attempted to change the gas flow rate (with the ccm slider) and the gas flow jumped up to 10 1/min flow. The ccp attempted to decrease the gas flow, with the slider, and the slider was "locked out" or frozen and gas flow was not able to be adjusted. The ccp used the manual gas flow knob on the base of the unit and he was able to adjust the gas flow to the desired level. The ccp never had issue with the slider for fio2 and he continued to use that slider for the remainder of the procedure.